Manufacturer narrative:
The device was not returned for investigation, so the issue could not be fully investigated. The lot history records review could not be performed as the lot number of the device was not available. No retain/ inventory sample testing could be performed as device part number and lot number were not available. Device discarded by user facility.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with mild tortuosity and moderate calcification. An unspecified ht connect guide wire was advanced toward the target lesion and partially crossed the lesion. The tip got stuck in vessel plaque. Resistance was noted during withdrawal thus the guide wire was pulled very slowly until the guide wire came out. Upon removal the physician noted that the guide wire coils were unraveled but did not separate. A non-abbott guide wire was used to continue the procedure and the lesion was ultimately treated with an unspecified stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. (B)(6) hospital, (B)(6).

Manufacturer narrative:
Device has been discarded by the user facility, however device lot history review is underway and will be provided in a follow up report. Device discarded by user facility.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with mild tortuosity and moderate calcification. An unspecified ht connect guide wire was advanced toward the target lesion and partially crossed the lesion. The tip got stuck in vessel plaque. Resistance was noted during withdrawal thus the guide wire was pulled very slowly until the guide wire came out. Upon removal the physician noted that the guide wire coils were unraveled but did not separate. A non-abbott guide wire was used to continue the procedure and the lesion was ultimately treated with an unspecified stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. (B)(6).